Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received and evaluated the gas delivery engine (gde). The failure was duplicated and isolated to a shorted transistor.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. Carefusion is sending the customer gas delivery engine (gde) to fix the reported issue. Carefusion has not received any suspect components from the customer for evaluation at this time. (B)(4).

Event description:
The customer reported the unit does not cycle off/on when the switch is in the off position on the avea ventilator. The customer ruled out the user interface module (uim) and carefusion tech support is sending the customer a gas delivery engine (gde). The customer reported there was no patient involvement associated with this event.